Event description:
It was reported that during reprocessing the da vinci si surgical monopolar curved scissors (mcs) instrument was noted to be dull. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering found that the scissors were not dull. The instrument was placed on an in-house system for a latex cut test and the scissors cut cleanly through .006 latex. The blades were undamaged. Additional damage engineering found was material removal from the tube extension. On one side, the tube extension exhibited pad-printing removal, which aligned with the tube. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.